Manufacturer narrative:
Upon interrogation of the device, it was indicated that the pump contained lioresal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s pump was replaced due to normal end of service (eos) on (B)(6) 2015. The catheter was also explanted at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0058219r, implanted: (B)(6) 2001, product type: catheter. Product ID: 8709, lot# j0058219r, implanted: (B)(6) 2001, product type: catheter. (B)(4).